Event description:
It was reported, the video system center power kept going in and out. The device was connected to a clv-190, and oev-262h at the time of the event. The issue occurred during an unknown diagnostic procedure. The customer reported that the issue was resolved with the unit. There were no error messages observed and no delay with procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two(2) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.